Event description:
It was reported that a patient of the accu-chek performa device was in the hospital at the time of the event. The patient's blood glucose monitor constantly displayed blood glucose results over 20.0 mmol/l during the event. On (B)(6) 2021, the patient started subcutaneous insulin treatment at 8:00 a.m. And the patient's condition was stable at this time. At 11:00 a.m., the blood glucose result was "hi" mmol/l (greater than 33.3 mmol/l) on the patient's performa meter. The arterial blood gas result was less than 1.1 mmol/l. The patient did not have any symptoms at this time. At 12:00 p.m., the patient's blood glucose result was 29.9 mmol/l on the patient's performa meter. The arterial blood gas result was less than 1.1 mmol/l again. The patient was in stable condition and displayed no symptoms. According to the intensive care unit nurse, the control test for the arterial blood gas device failed. At 2:00 p.m., the patient started insulin via infusion as the blood glucose result was constantly over 20.0 mmol/l from the patient's performa meter despite the patient being on the subcutaneous insulin. At 4:30 p.m., the patient experienced symptoms of jerking movements during hemodialysis. The other symptoms included the patient's eye not opening or opening slightly, incoherent sound verbally, motor reacted to pain and sometimes no reaction. The patient's blood glucose result was over 20.0 mmol/l on the performa meter. At 6:00 p.m., the patient's blood glucose result was 5.8 mmol/l from the patient's own performa meter. The arterial blood gas glucose level was 5.2 mmol/l, but the lab result was 0.6 mmol/l. The patient was treated with dextrose via IV 50% x 100 mls and supported with a non-invasive ventilator (bipap). On (B)(6) 2021 at 7:00 a.m., the patient's blood glucose result was 21.9 mmol/l from the patient's performa meter using an arterial blood sample. The same blood sample was sent to the in-house lab and the lab result was 10.6 mmol/l. To reconfirm the lab test results, the same serum was sent to (B)(6) medical centre as requested by their doctor who doubted if the analyzer was working correctly. The lab result from (B)(6)medical centre showed 5.5 mmol/l. According to the lab manager, the plain tube sent to (B)(6) was not centrifuged and that was the reason why the results differed. At 6:00 p.m., the patient's performa meter display a result of 24.2 mmol/l. The same blood sample was placed into a fluoride tube instead as it didn't need to be centrifuged. The in-house lab result was 21.1 mmol/l and (B)(6) lab was 18.5 mmol/l. This time the doctor accepted the results from the in-house lab. The patient was placed on 2 hourly blood glucose testing from the blood glucose monitor and lab. Most of the time, according to the head nurse of the ICU, the arterial blood sample was used as the patient had an arterial line. On (B)(6) 2021 at 9:38 p.m., the patient received the following results within 15 minutes: 29.4 mmol/l (patient's performa meter) and 13.0 mmol/l (lab result). On (B)(6) 2021 at 11:32 p.m., the patient received the following results within 15 minutes: "hi" mmol/l (greater than 33.3 mmol/l from the patient's performa meter) and 11.4 mmol/l (lab result). On (B)(6) 2021 at 2:00 a.m., the patient received the following results within 15 minutes: 27.9 mmol/l (patient's performa meter) and 11.5 mmol/l (lab result). On (B)(6) 2021 at 4:00 a.m., the patient received the following results within 15 minutes: 27.2 mmol/l (patient's performa meter) and 12.3 mmol/l (lab result). The patient was discharged from the hospital on (B)(6) 2021.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.